Manufacturer narrative:
Other applicable components are : product ID: 3778-60, serial# (B)(4), product type: lead. Product ID 3778-60 lot# serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that patient has been having a lot of trouble with her left side patient stated "when they put it in, the wires were supposed to go to both sides, legs, and stuff, and for about a month now, I've been having troubles with my left leg". Patient then stated since sunday when she turned her implantable neuro stimulator recharger, she was getting eri message. Patient also mentioned they were in a lot of pain, "this has been going off I guess and I didn¿t know it". Patient redirected to follow up with health care professional (hcp). Hcp listings were sent. No further patient symptoms or complications were reported in this event.